Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump over-delivered insulin. Customer stated that the blood glucose reading was 162 mg/dl. Customer programmed one unit, however, the insulin pump delivered 10 units. The blood glucose level dropped to 25 mg/dl. This has not happened before. Nothing further reported.